Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9 733437, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. The issue was confirmed via site visit after the procedure. The psu was replaced and the system functionality was restored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection (tumorectomy) procedure. When an attempt was made to start registration, all the instruments had recognition failure. There was no reported problem with the installation of the passive tracking spheres and "other conditions." It was confirmed that an "x" was sometimes displayed "on the camera mark" on the system screen. When the position sensor unit (psu) was checked, the indicator error was lit up (left indicator was green middle indicator was not illuminated, right indicator was orange). The issue did not result in procedure delay. The procedure was completed without the use of navigation. There was no patient involvement.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733437, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: hardware analysis confirmed the reported behavior. During testing, the amber fault light was illuminated. A check of the event log indicated several entries of intermittent illuminator low current dating back to (B)(6) 2019. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Vendor analysis was done on the psu. The customer fault description had been confirmed and isolated to a faulted illuminator pcb. Faulted illuminator pcb has been replaced followed by extended pyramid volume recharacterization. (B)(4). If information is provided in the future, a supplemental report will be issued.